Manufacturer narrative:
H6: investigation summary: a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). The complaint is not confirmed because of lack of information. The root cause is unknown. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 2/13/2018. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed no previous complaints for this issue. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.

Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged produced a false positive result. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "bd rep reporting false positives for customer".

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged produced a false positive result. There was no indication that results were reported, and there was no report of patient impact. The following information was provided by the initial reporter: "bd rep reporting false positives for customer".